Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled and met all specifications. During the evaluation, engineering found that the unit had all 20 clips in the device, which may indicate that the event unit was not returned. The root cause could not be determined as engineering was unable to replicate the customer's incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clip applier fired 2 clips that did not close and slide off vessels." Patient status - "good."